Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine fibroid, premenstrual syndrome, gerd, flank pain, perineal pain and hives. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), rash ("rashes or skin conditions"), allergy to metals ("nickel allergy") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, cystitis, urinary tract infection, rash, allergy to metals and dyspareunia outcome was unknown. The reporter considered allergy to metals, cystitis, dyspareunia, pelvic pain, rash and urinary tract infection to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "bladder infection, urinary tract infection, rashes or skin conditions, nickel allergy, dyspareunia (painful sexual intercourse)", reporter added from pfs. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had surgery to remove the essure implant.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.